Manufacturer narrative:
Device history records were reviewed and found product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. After reviewing complaint and condition of complaint product as returned, the hex driver¿s tip had fractured as stated in the complaint. This failure likely occurred due to excessive force or torque. This was not a supplier issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under line 202: "driver tip breaks during use." Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that during a proximal humeral open reduction internal fixation procedure, the tip of the hex driver fractured off as the surgeon was inserting a screw, another driver was used to complete the procedure without delay.